Event description:
It was reported that the right ventricular (rv) lead exhibited an increased threshold. It was also noted that a macroscopical observation of the lead seemed to be "inconspicuous." The rv lead was extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst commented the lead was returned with the helix stretched out of specification, with tissue visible on it and no further helix testing was possible. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).